Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17363. The pt reported that approx a year and a half ago she experienced heating while charging. The pt also reported she now experiences uncomfortable heating while charging and has experienced blisters which she treated with neosporin. A low energy replacement charging system was sent to the pt and resolved the issue. Moreover, the pt reported that approx 1 year ago her scs ipg began moving and is causing pain/discomfort due to being against her spine. Furthermore, the pt reported that due to the pain, she is unable to sleep. F/u identified the scs ipg was relocated to a new pocket site which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.